Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 95% stenosed target lesion was located in the severely tortuous and severely calcified popliteal artery and below the knee vessel. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres for 5 seconds, the balloon ruptured at the distal part. The device was removed and the procedure was not completed due to another reason. The patient condition was good.